Event description:
It has been reported to philips "analysis of the device record does show that beginning on rtc (B)(6)2022, there were intermittent errors present for a power supply test warning that was slightly out of scope and were each cleared by a self-test." From pse j. Atkins analysis of cdr.